Event description:
It was reported that a dexcom g7 15-day sensor failed to pair with the ilet, with the user re-entering the sensor code, toggling between g6 and g7, and attempting to start the sensor again without successful pairing, consistent with an intermittent communication failure involving the antenna/electrical communication component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability problem between the cgm and the ilet, consistent with intermittent communication failure associated with the antenna/electrical communication pathway. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.